Event description:
Customer reported that the sensor gave inaccurate readings and that he received a calibration error alert. The blood glucose reading was 583 mg/dl and the reading from the sensor was a 83.019% difference. Customer received a calibration error when he calibrated with a blood glucose level of 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.